Manufacturer narrative:
H.6. Investigation: during DHR review one non-related qn was initiated during production; disposition, root cause and corrective actions were applied per control plan. All challenge, set up and in process testing was performed per specifications. Received one iag 16ga package from lot 6232757. All contents within the packages were intact. Conclusion: the package received was partially open at both ends. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA#48637 was initiated.

Event description:
It was reported that the package of bd¿ insyte autoguard often peeled apart. Customer¿s verbatim: ¿ catheter packages often peel apart. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package of bd insyte autoguard often peeled apart. Customer¿s verbatim: ¿ catheter packages often peel apart. ¿